Manufacturer narrative:
Olympus made multiple follow ups with the user facility to obtain additional information regarding the reported event, but no information was obtained. The referenced device was returned to olympus for service. The service evaluation could not confirm/duplicate the customer¿s reported problem as this device works properly and passed inspection standards. No visible damage was noted. The device was received together with a 4k camera head where it was determined the cable unit of the camera head was damaged, attributing to no image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oit) was informed via repair request that ¿it is not possible to see image¿ with the customer visera 4k ultra high-definition camera control unit. The reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information included in b5 was inadvertently left out of the initial medwatch report. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The evaluation confirmed the loss of image was unable to be duplicated with the visera 4k uhd camera control unit device. Based on the results of the investigation, it¿s probable the loss of image was attributed to the 4k camera head and not the visera 4k uhd camera control unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The visera 4k uhd camera control unit was used in combination with a 4k camera head (ch-s400-xz-eb). The camera head (ch-s400-xz-eb) is being reported on the medwatch report with patient identifier (B)(6).